Event description:
It was stated that the customer was hospitalized on four separate occasions for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 201 mg/dl. It was stated that the customer had been experiencing high blood glucose for the last two weeks prior to the hospitalizations. The customer was changing the infusion sets within the recommended time frame. It was stated that the basal rates were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.